Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the peritonitis event. Treatment for the event was unknown. Pd therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. On an unreported date the patient was retrained on proper aseptic technique. No additional information is available.